Manufacturer narrative:
A patient experienced lead migration was reported to abbott. X-rays confirmed migration. As a result, the patient's leads were explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2021-01184, 1627487-2021-01185. It was reported that the patient experienced ineffective therapy due to a migration of both leads. X-rays confirmed the migration. In turn, the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue.